Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
A decrease in pacing impedance was noted on the right ventricular (rv) lead. During a revision procedure, the rv lead had acceptable measurements on the pacing system analyzer. The device was inspected and blood was present in the header. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The complaint of low impedance, output and sensing issues was not confirmed. Visual inspection did not reveal any damage on the atrial or ventricular septum. A minimum amount of blood was noted in the ventricular connector bore, and this is consistent with blood back flow into the area from the tip of the lead. The minimal amount of blood noted would not cause any clinical risk. Customer complaint of blood in the header was confirmed. Device was received at normal range of operation. Functional analysis of device was performed, including output, sensitivity and impedance test, and no anomalies were noted. Longevity assessment was performed, device was in the normal range of operation with appropriate remaining longevity.